Event description:
Director of pharmacy recived call from physician stating that they had experienced some problems with the preparation of tpa. Hse also spoke with nurse whom reqested that the director come in to assist with the problem. Director arrived to ed and was shown two empty viaflex containers whose injection ports had "fallen out" when nurse withdrew the needle to transfer 50cc of tpa. The nurse had used a 21-guage needle. Manfacturer was notified. Patient experienced prolonged chest pain as a result of the event but was relieved by the remaining tpa dosedevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.